Manufacturer narrative:
A steris service technician inspected the washer and found debris in the door. The debris prevented the door from closing properly causing the reported leak. The technician removed the debris, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported. The washer is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (pp. 4-2), "preventive maintenance: section 4-clean dirt and debris from components and clean and lubricate door guides 4x/year." The operator manual states (pp. 4-2), "regularly scheduled routine maintenance is required for safe and reliable operation of this equipment."

Event description:
The user facility reported that water was leaking from their washer. No report of injury.